Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. One haptic is broken in the gusset area (returned). The optic is torn/split/cracked and cut into multiple pieces, typical of an insertion and removal. The optic has additional scrape marks near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of a qualified cartridge, with a handpiece, and a non-qualified viscoelastic. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported that following an intraocular lens (iol) implant procedure the patient experienced poor vision. The iol was exchanged in a second procedure. Additional information was received from the initial reporter that the event is resolved.